Manufacturer narrative:
The optimesh device was not returned to spineology following its removal and is not expected to be returned at a later date.

Event description:
An optimesh device was implanted in the l5-s1 intervertebral disc space on an unknown date. Approximately 4 weeks following the implant procedure, the patient presented with discitis symptoms and lower back pain that increased with sitting or standing. The patient reported that while bending over they felt something pop in their lower back and experienced left lower extremity pain. The physician ordered an MRI which revealed reaction around the optimesh device and the appearance of bone in the neural foramen. A fine needle aspirate of the l5-s1 disc space was performed and results were negative for infectious material. A second surgical procedure was performed at which time the physician noted that the optimesh had torn and bone had entered into the left neural foramen. No evidence of infection was identified. The physician removed the optimesh device and replaced it with iliac crest autograft. The patient's left lower extremity pain resolved following the second surgical procedure. It was further reported that during the initial surgical procedure that the physician recalls hitting the optimesh bone fill push rod "pretty hard" in an attempt to get distraction of a "very tight disc space". It is not know whether this action caused or contributed to the torn optimesh device.